Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this unknown device exhibited an out of range pace impedance measurement resulting in a lead safety switch (lss). Noise was also observed. Additional information is being requested from the field. It is unknown if this device remains in service. No adverse patient effects were reported.